Manufacturer narrative:
Although requested, no additional information about the patient, medication, product return, or event provided. Concomitant medical products: baxter extension set; td unk. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in general, the nurses are having difficulty disconnecting the pca tubing from a non-bd extension set in the post surgery care unit. Also, the nurses have used hemostats to disconnect and have resulted in broken tubing. The nurses note that when the pca tubing is connected to the non-bd extension set; they can disconnect the two prior to priming, but, are unable to disconnect the tubing after it is primed. The customer states there was no patient harm or medical intervention.